Event description:
It was reported that balloon rupture and vessel damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified cephalic vein of the left forearm. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres. On the second inflation at 15 atmospheres, a balloon pin-hole rupture occurred. The contrast media blew off, the vessel was damaged, possible dissection was considered and "bloodstream became bad". The device was removed intact without problem. The physician then performed a long inflation using a 5x40mm non-bsc balloon catheter and recanalization was successful. The procedure was completed and no further patient complications were reported. The patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: a visual and microscopic examination of the returned device found a longitudinal tear in the balloon material. The tear was located at the distal edge of the distal markerband and the tear extended distally for a total length of 2mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and vessel damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified cephalic vein of the left forearm. A 5.5-4/4t/90 symmetr balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres. On the second inflation at 15 atmospheres, a balloon pin-hole rupture occurred. The contrast media blew off, the vessel was damaged, possible dissection was considered and "bloodstream became bad". The device was removed intact without problem. The physician then performed a long inflation using a 5x40mm non-bsc balloon catheter and recanalization was successful. The procedure was completed and no further patient complications were reported. The patient status was good.